Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event was inconclusive. The conditions of the sample did not allow any further evaluation. Received (5) photo samples. Visual evaluation of the returned five photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the first photo sample noted the ziplock bag with the record number. The second photo shows the overview of the foley catheter with balloon inflated and the syringe. The third photo shows the closeup view of the inflated balloon. The fourth photo shows a closeup view of trifurcation site along with the inflation funnel or valve, the drainage funnel, and the thermistor funnel. The fifth photo shows the inflation valve or cap with product information. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the cuff test showed no abnormalities. After returning to the ward, the foley catheter balloon was found to be deflated the next day. Since the sheets were not wet, it was believed that the sterile distilled water gradually leaked out through a pinhole.

Manufacturer narrative:
Initial reporter full facility name (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the cuff test showed no abnormalities. After returning to the ward, the foley catheter balloon was found to be deflated the next day. Since the sheets were not wet, it was believed that the sterile distilled water gradually leaked out through a pinhole.